Event description:
Pt had lft shoulder arthroscopy on (B)(6) 2003. Preop diagnosis was bankart tear, partial tear of biceps tendo and partial tear of posterior labrum. Procedure involved debridement of biceps, posterior labrum and repair of loose bodies. Pain care 2000 was used after the procedure. Patient alleges glenohumeral chondrolysis.